Event description:
It was reported that the ventilator was making noise while ventilating. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator was making noise while ventilating. Our field service engineer investigated the ventilator on site and solved the issue by replacing the nozzle unit. After the replacement, the ventilator passed the performed pre-use check. The device logs were not provided. The replaced nozzle was not returned for further investigation. Therefore, the root cause for the reported problem could not be established.

Event description:
Manufacturers ref: #(B)(4).